Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID (B)(6) and study ID (B)(6) stail. On (B)(6) 2026, post-surgery, it was observed that screws were subtly pressing on the l4 nerves in the foramen on both sides (more on the right), with possible but uncertain bone bridging between l4 and s1. The patient also has severe osteoporosis, which may affect stability and healing. The adverse event resulted in treatment and spinal surgery, but did not require hospitalization, and the outcome status is reported as not recovered/not resolved. No diagnostic tests were performed. The site seriousness assessment was not applicable, and the site related assessment determined the event was not related to the study device. The sponsor assessment found the event not related to the procedure but possibly related to the device, noting the patient¿s pre-existing osteoporosis and the reported screw impingement of the l4 nerves bilaterally. Data queries are in place to clarify information provided by the clinical site, as there is currently no specific information regarding which screws were potentially related. The event is currently assessed as not related to the device or procedure in the edc, pending confirmation of the correct assessment from the clinical site.

Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: event description is updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update received (B)(4): site related assessment: not related to study device but probable related to the procedure. Update received (B)(4): sponsor assessment: sponsor assessed as not related to device and possible related to the procedure. The screws mentioned in the event were from a prior surgery. The device did not cause or contribute to the procedure related event. Update received (B)(4): diagnostics: on (B)(6) 2026, multiple diagnostic tests including CT, MRI, and x-rays of the thoracic and lumbar spine were performed. Imaging showed slightly increased thoracic kyphosis with no acute fractures. There were chronic degenerative changes throughout the thoracic spine and postsurgical changes consistent with prior posterior fusion from t4 to the lumbar spine, vertebral augmentation at t4, t5, t10, and t11, and prior laminectomies. Bone density was diffusely decreased, but there was no evidence of hardware breakage or loosening. An incidental finding of intravascular cement was noted at the t4¿t5 level. Multilevel facet arthropathy resulted in moderate to severe neural foraminal stenosis, without significant spinal canal stenosis. MRI findings were limited by artifact but showed stable postsurgical changes, unchanged l4¿l5 fusion, decreased marrow edema at l4, and mildly increased marrow edema at l5 of unclear etiology. X-rays confirmed stable postsurgical changes and raised a question of a possible l5 compression deformity, better evaluated on CT. Overall, the imaging demonstrated chronic postsurgical and degenerative changes without acute injury or hardware failure.